Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test and failed battery test due to blank display. Pump received with cracked reservoir tube lip and cracked case display window corner.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms, diminished battery life, failed battery alarm and cracks. The customer¿s blood glucose level was unknown. The customer reported that the reservoir compartment and right of the screen of insulin pump was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.